Manufacturer narrative:
Reporter phone number. (B)(6).

Event description:
It was reported that when checking the ventilator, the staff turned on the power, turned on the start button, and found that the machine could not be started normally. The customer reported there was no patient involvement at the time the issue was discovered. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
H10: the manufacturer's product support engineer (pse) evaluated the device and confirmed the reported problem. The customer replaced the power supply module to resolve the reported issue. The device passed required performance verification tests per philips standards. Although requested, the defective parts were not received at this time. A supplemental report will be submitted if the part is received and evaluated.